Event description:
It was reported that a vns generator was non-communicative in the or at implantation surgery. Components of the programming system were changed in an attempt to communicate with the generator but attempts were unsuccessful. Another generator was opened to complete implantation of the device which was successful. Good faith attempts to obtain additional information regarding the reported event are unsuccessful to date.